Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal and bolus deliveries. The customer's blood glucose level was 333 mg/dl. Customer replaced the cartridge to resolve the issue.